Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that there was no motor stop when the pump was interrogated. The information about a previous motor stop always appeared when a synchromed 2 pump was interrogated for the first time with the new synchromed software. Even if the motor stop was a long time ago. No action was taken regarding the motor stop.

Manufacturer narrative:
H7 and h9 update/correction: 2182207-11-22-2024-006-c added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen. It was reported that the patient's pump was interrogated for the first time with the new synchromed software during a refill. The pump also emitted a reservoir alarm. As already known, the programmer recognized a former motor stop when the pump was first interrogated, even though the MRI examination was a long time ago. However, after reprogramming and automatic cancellation of the reservoir alarm, this reservoir alarm was not resolved, but occurred again, so that the patient had to come to the clinic again. Reprogramming the pump again resolved the issue. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient's age, weight, gender, and medical history were asked, but unknown and would not be made available. The pat ient's status was alive - no injury. It was further reported that the serial number of the pump was unknown.